Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant, the pt was in the hospital for a routine visit. The pt was on battery support and received a red heart alarm accompanied by an audible alarm. He was then switched to ac power via the power base unit (pbu). The system monitor displayed low flow, an increase in speed and high power consumption. An intermittent 'pump disconnected' alarm was also observed. The percutaneous lead/system controller connection was inspected and found to be connected properly. The system controller was exchanged and the pump re-started with normal parameters. There was no injury sustained by the pt during this event.